Event description:
Reference MFR. Report #1627487-2019-04673.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report #1627487-2019-04673. It was reported the patient lost effective coverage due to the l1 drg lead had migrated. The patient underwent surgical intervention where the lead was explanted and replaced with a new one restoring therapy. Note: both of the patient's l1 leads are being reported as explanted because it unknown which lead was explanted.